Event description:
It was reported that pump screen showed vertical gray lines on the left side, and patient was unable to read pump screen properly. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.